Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the driving cap with handle adapter (p/n 03.010.047, lot number 1538424) was received at us cq. Visual inspection of the complaint device showed the driving cap component could not disassemble from its own handle adapter component. The returned mating device (investigated under pi-(B)(4)) also had damage that indicated the driving cap and handle adapter assembly had gotten stuck previously the customer reported the standard insertion handle and driving cap threaded to the synthes tibial nail expert appears to be stuck together and unable to disconnect. The repair technician reported the parts stuck together. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A functional test was not performed as the damage upon receipt of the mating device is indicative of the complaint condition, and thus the complaint can be confirmed. In addition, the driving cap component could not be disassembled from the handle adapter component, further confirming the complaint. This complaint is confirmed as the driving cap component is stuck with the handle adapter component and the mating device has damage that is indicative of being stuck with the driving cap assembly. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.047, lot: 1538424, manufacturing site: hägendorf, release to warehouse date: 14.nov.2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the standard insertion handle and driving cap threaded to the synthes tibial nail expert appears to be stuck together and unable to disconnect. It was unknown if there was a surgical delay. Procedure outcome was unknown. There was no patient consequence. This is report 1 of 3 for (B)(4).